Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy, on a patient with acute myocardial infarction (ami), the patient's condition was extremely poor and almost no arterial pressure waveform appeared. Arterial pressure was up to 70 mm hg average and about 50 mm hg. A baseline was displayed when the intra-aortic balloon catheter (iabc) was used, and at first, an arterial pressure waveform appeared, but an error of the calibration system appeared. The connector was reconnected, but eventually the baseline disappeared. The physician in charge stated that the patient's condition was poor, but iabp therapy was still being performed, and only the display of sensor pressure was abnormal. Subsequently, additional information was obtained from the customer indicating an alarm indicating calibration error was generated when atrial pressure waveform could not be obtained as expected. After this issue occurred, atrial pressure was obtained from another source to continue iabp therapy since an electrocardiogram was displayed properly. However, approximately one hour later, the patient was reported to expire. The facility does not attribute the death to the device.

Manufacturer narrative:
Additional information. Evaluation method codes analysis of production record; 3331. Reference complaint # (B)(4).

Manufacturer narrative:
Additional information: lot #: from: unknown, to: 3000088481. Serial #: from: unknown, to: 3000088481018. Exp. Date: from: [blank], to:02/04/2022. Manufacture date: from: [blank], to: 02/04/2019. The product was returned with the membrane completely unfolded and blood found on the exterior and interior of the catheter. The extender and pressure tubing were also returned. The optical fiber was found to be broken approximately 44.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the catheter tubing approximately 53.8cm from the iab tip. The optical fiber was found to be broken confirming the reported problems. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy, on a patient with acute myocardial infarction (ami), the patient's condition was extremely poor and almost no arterial pressure waveform appeared. Arterial pressure was up to 70 mm hg average and about 50 mm hg. A baseline was displayed when the intra-aortic balloon catheter (iabc) was used, and at first, an arterial pressure waveform appeared, but an error of the calibration system appeared. The connector was reconnected, but eventually the baseline disappeared. The physician in charge stated that the patient's condition was poor, but iabp therapy was still being performed, and only the display of sensor pressure was abnormal. Subsequently, additional information was obtained from the customer indicating an alarm indicating calibration error was generated when atrial pressure waveform could not be obtained as expected. After this issue occurred, atrial pressure was obtained from another source to continue iabp therapy since an electrocardiogram was displayed properly. However, approximately one hour later, the patient was reported to expire. The facility does not attribute the death to the device.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy, on a patient with acute myocardial infarction (ami), the patient's condition was extremely poor and almost no arterial pressure waveform appeared. Arterial pressure was up to 70 mm hg average and about 50 mm hg. A baseline was displayed when the intra-aortic balloon catheter (iabc) was used, and at first, an arterial pressure waveform appeared, but an error of the calibration system appeared. The connector was reconnected, but eventually the baseline disappeared. The physician in charge stated that the patient's condition was poor, but iabp therapy was still being performed, and only the display of sensor pressure was abnormal. Subsequently, additional information was obtained from the customer indicating an alarm indicating calibration error was generated when atrial pressure waveform could not be obtained as expected. After this issue occurred, atrial pressure was obtained from another source to continue iabp therapy since an electrocardiogram was displayed properly. However, approximately one hour later, the patient was reported to expire. The facility does not attribute the death to the device.